Event description:
It was reported there was low r-wave amplitude and an insulation tear was discovered. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached cut; full lead was returned for analysis. It cannot be determined if the insulation breaches are implant or explant damage.